Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was enrolled with a non dysplastic barrett's esophagus low grade dysplasia (3 cm). After a primary ablation dysphagia and stricture was noted and the patient was dilated. The patient continues to have subtle stricture and some scarring. Per the physician the severity of this event was mild and relationship of the event to the device procedure was probable and there was no device malfunction.